Manufacturer narrative:
Product complaint # (B)(4).    Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-06685 adverse events associated with patient's second event reported via mw#.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced pain and wanted to have the entire device removed. It was also reported that the patient has a planned device removal procedure. Additional information was requested.